Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the harvesting phase of the procedure the sa noted that the vasoview hemopro 2, with minimal activation, caused the polyfuse to activate. Despite performing the appropriate protocol the polyfuse activation persisted. The connecting cables, and generator were replaced with no resolution of "timing out". A new device was opened and the problem was resolved. There were no patient adverse effects.